Manufacturer narrative:
The screws that were implanted in (B)(6) 2019 are broken; this was detected by x-ray on (B)(6) (3 months after surgery). At this time there was no decision made to plan intervention to prevent permanent damage. The decision for a revision surgery was communicated on (B)(6) 2019. (B)(4). Excemption e2017030

Event description:
The screws that were implanted in (B)(6) 2019 are broken; this was detected by x-ray on (B)(6) (3 months after surgery). At this time there was no decision made to plan intervention to prevent permanent damage. The decision for a revision surgery was communicated on (B)(6) 2019.